Manufacturer narrative:
(B)(4). Date sent: 10/9/2023. D4: batch # 243c65. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device (b) was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 243c65, and no non-conformances were identified.

Event description:
Sales rep reported first two staplers, went to fire but wouldn't (flipped battery in one of two and after that it ended up working but still wouldn't fire. Rep said this one has a black mark on it for once it returns). Same issue happened for 2nd one. No patient consequences.